Manufacturer narrative:
A supplemental MDR report will be filed upon completion of the investigation.

Event description:
It was reported by the surgeon that lysis was seen around the cage during revision surgery. It is unknown what the cause of revision surgery was. Additional attempts to contact the surgeon regarding report of ¿lysis¿ were made, however, the surgeon was unavailable.

Manufacturer narrative:
Method: labelling review. Result: per follow-up with sales representative, it was confirmed that reported device was removed, but there was no mention of infection, osteolysis, or any other event. Product was not returned and no device information was provided, therefore the device evaluation and manufacturing record review could not be performed. As the event of "lysis" is unsubstantiated and no further information has been obtained. Conclusion: based on the provided information and it is unknown what was the cause of revision surgery, the reported event of the lysis can not be confirmed.

Event description:
It was reported by the surgeon that lysis was seen around the cage during revision surgery. It is unknown what the cause of revision surgery was. Additional attempts to contact the surgeon regarding report of ¿lysis¿ were made, however, the surgeon was unavailable.